Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
After completing femoral resection with 4 in 1 cutting block in place the modular handles were utilized to remove the block at which time the handle came apart. The block was successfully removed and all the pieces of the handle were accounted for and removed from the sterile field.

Manufacturer narrative:
An event regarding a disassembly issue of a modular handle was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirms the event as the device was returned disassociated. The dowel pin of the device was not returned. Medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other event for the reported lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. An nc was issued for a lack of press-fit between the dowel pin and shaft components of the device. Further investigation concluded the device was not manufactured to specifications by the supplier.

Event description:
After completing femoral resection with 4 in 1 cutting block in place the modular handles were utilized to remove the block at which time the handle came apart. The block was successfully removed and all the pieces of the handle were accounted for and removed from the sterile field.